Manufacturer narrative:
In response to FDA report number: mw5101930. Concomitant medical products: levoxly, effexor ER, atorvastatin, multivitamin, d3, magnesium, biotin, and collagen. The events of lymphoma : alcl ;suspected and seroma ; late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid build-up;" "cd30 positive bia-alcl".

Event description:
Patient reported via regulatory agency "growing misshaped breast," "fluid build-up," and "cd30 positive bia-alcl;" pathology has not been received and the marker of alk- has not been received. Affected side is left. The device remains implanted.